Event description:
Hill-rom received a report from the account stating bed exit alarm was inaudible. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the power control board external buzzer inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the power control board external buzzer to resolve the issue. Based on this information, no further action is required.